Event description:
Patient wife reported that pump was working for 2 weeks, but now it's alarming. Patient wife advised that the pump cycles 4 times and then alarms. Called the 1800 # on pump and was advised to remove the battery to reset, so she took battery out to reset but it still alarms and error message `flow blocked.` device is available for return. Missed dose was reported but no adverse event reported. No further information provided.